Manufacturer narrative:
Based on the information received, the cause of the aborted procedure, difficulty placing the lead, is consistent with patient anatomy.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a spinal cord stimulation (scs) implant procedure on (B)(6) 2020. The procedure was abandoned due to the physician experiencing difficulty placing/ implanting the lead intended for use.